Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard tones from their cardiac resynchronization therapy defibrillator (crt-d). An analysis of device memory report showed tones were triggered due to magnet contact. The device is still in use. No patient complications have been reported as a result of this event.